Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
The study reported a 76 year old female patient within the cementless group that experienced a tibial periprosthetic fracture on day 220 post-op without implant mismatch size s femoral/a tibial components. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D10: g2- foreign: germany literature: julius watrinet, philipp blum, michael maier, steffen klingbeil, stephan regenbogen, peter augat, rolf schipp, wolfgang reng. Germany medical journal: undersizing of the tibial component in oxford unicompartmental knee arthroplasty (uka) increases the risk of periprosthetic fractures. Https://doi.org/10.1007/s00402-023-05142-z the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.